Manufacturer narrative:
Getinge became aware of an issue with one of the powerled surgical lights. As stated by customer, the rubber seal fell from the light head. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse. The most likely root cause is lack of maintenance and use of prohibited products and/or incorrect cleaning process. Powerled user manual 01581en08 pages 34-37 indicates the substances that can be used to disinfect the device. Moreover, user manual at page 38 mentions to perform the daily inspection in order to check the presence of paint chip, impact marks and any other damage. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with one of surgical lights- powerled. As stated by customer, the rubber seal fell from the light head. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).